Event description:
Running secondary infusion of vancomycin. Pump alarmed complete but about 30 ml of vanc remained in bag. Running with normal 112"" tubing and secondary tubing through a mediport. Pump #(B)(4).